Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while the user was working, the ilet insulin pump¿s display was struck against a door, after which the screen showed only a black dot and no usable display output; the user transitioned to backup therapy and reported no impact on blood glucose. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included no hospitalization and continued diabetes therapy via backup methods. Investigation included troubleshooting and education, verification of shipping logistics for replacement, and instructions to sync data, shut down the device, and return the damaged unit. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.